Manufacturer narrative:
Customer complained that she found black mold on her daughter's toothbrush and that her daughter is allergic to all types of mold.

Event description:
Consumer complained that there is black mold on the top of her step daughter's toothbrush.

Manufacturer narrative:
The root cause of the customer's complaint is mold from a dirty handle.